Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a sensor error on the ilet display showing three dashed lines while using a dexcom g6 continuous glucose monitor (cgm) sensor, with signal loss documented and no dexcom app in use; the user performed a fingerstick, entered the value into the ilet, and had recently announced a meal. The user experienced a glucose peak of 313 mg/dl with no associated clinical symptoms. Outcomes included no hospitalization or intervention with continued monitoring. User support included remote troubleshooting and user education for cgm signal loss and data entry. Investigation of this case revealed cgm error resulting in signal loss to the ilet and resulting lack of sensor glucose data for automated dosing, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was related to user-device error resulting in connectivity disruption.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.